Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fc4n, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was not determined and reprogramming was needed. The patient experience loss of therapeutic effect and it was a gradual onset. There was no loss of stimulation. The patient outcome was unknown. It was reported that electrodes pair 0 and 1 had a greater than 4,000 impendence.

Event description:
It was reported that the patient got a note to remind her to see her hcp (healthcare provider) as it's been one year since implant. The patient noticed she's "had to turn power up on stimulation several times in the last month. She was only urinating twice a day. She was forcing fluids and takes a water pill but it's not taking the liquids out her. The patient noted in the last 2 years she's had severe problems with urine, bladder, and kidney infections. She was scheduled to see her hcp over two weeks from reported event date for reprogramming. The patient asked if she should keep the ins(stimulator) where it's at or keep increasing it to try and urinate. The patient just finished a 10 day course of macrodantin after a couple shots. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).